Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a left ventricular assist device implant on (B)(6), 2019. The day after the procedure, the implantable cardioverter defibrillator exhibited six episodes of ventricular noise oversensing. The defibrillator was then reprogrammed and monitored. There were no further incident of noise oversensing on the device. The patient condition was stable.